Manufacturer narrative:
Device eval summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the battery charger power brick cord was damaged. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick cord. The pt service rep received a replacement battery charger/modem.

Event description:
A pt service rep (psr), contacted zoll customer support to report that her battery charger would not power on. The psr was issued a replacement battery charger/modem.